Event description:
It was reported that the ICD would not deliver high voltage therapy. An arc mark was found on the ICD can resulting from a damaged lead. The lead remains implanted.

Manufacturer narrative:
No medwatch form was received.